Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history for this pump and it was operating within required specifications at the time of release. The patient advised that he changed to a new vial of insulin and blood glucose levels returned to normal limits. The patient has continued to use the pump with no reported subsequent events. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Event description:
Patient was hospitalized for elevated blood glucose levels and dka.